Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. Report event of bvvi with por was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Device code was reloaded in the field prior to return. The device had the cap confirm feature enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s need for pacing. Cybersecurity screening was performed and test results were normal. Longevity assessment was performed, and the device exceeded the total projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. Report event of bvvi with por was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. Device code was reloaded in the field prior to return. The device had the cap confirm feature enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s need for pacing. Cybersecurity screening was performed and test results were normal. Longevity assessment was performed, and the device exceeded the total projected longevity and is considered normal battery depletion. Analysis of the device image provided from the field revealed a por event consistent with a hybrid integrated circuit anomaly.

Event description:
Additional information was received that there is suspected premature battery depletion, although not confirmed. A device exchange is anticipated.

Event description:
During an in-clinic follow-up, the device was found in backup (bvvi) with power on reset (por). Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.